Manufacturer narrative:
Follow-up #1: date of submission 08/24/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/02/2016 with the following findings: during investigation of the returned pump, a "call service (cs) 69" alarm was reproduced at power up. The pump was unable to recover from the cs69 alarm after reboot and the remaining steps were unable to be verified. The "cs69" failure was written as "cs87" failure in black box. A component failure was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service 087 alarm issue. The reported issue was not resolved with troubleshooting. This complaint is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.